Event description:
It was reported that the device dependent patient presented in clinic for follow up. The patient had experienced lightheaded spells in the past few months. Upon interrogation of the device, noise and inhibited pacing was noted on the right ventricular lead. The device was reprogrammed. The patient presented for lead revision procedure on (B)(6) 2018. Fluoroscopy revealed that the right atrial lead had pulled back. During the procedure abrasions were noted on the atrial lead. All electrical measurements were normal pre-procedure. The atrial lead could not be explanted and was capped and replaced. The right ventricular lead was successfully explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A connector portion of a partial lead was returned in one piece measuring 23.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.